Event description:
Reported symptoms/problem: reported no symptoms at the time of alarm. Patient at home alone, changed out controller with out problems and told the ventricular assist device (vad) coordinator about it in the pre op holding room three days later.

Event description:
Reported symptoms/problem: reported no symptoms at the time of alarm. Patient at home alone, changed out controller with out problems and told the ventricular assist device (vad) coordinator about it in the pre op holding room three days later.